Event description:
It was reported to vyaire medical that the avea ventilator positive end-expiratory pressure (peep) measurement needs to be increased to 11cmh2o in order to achieve the target rate of 8cmh2o during patient use. Furthermore, the customer confirmed that there was no harm done to the patient.

Manufacturer narrative:
The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order for a replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.